Manufacturer narrative:
The technician found the ground screw in the wire lug was stripped on the power cord plug. The technician replaced the plug to repair the bed.

Event description:
Information received indicates the bed has high ground resistance.